Manufacturer narrative:
Additional information was received indicating the cause of death was severe cardiogenic shock due to coronary occlusion. The left groin was repaired as there was likely vascular injury during placement of an arterial cannula for cardiopulmonary bypass (cpb) and extracorporeal membrane oxygenation (ECMO) support. An autopsy was not performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release in the aortic annulus, the valve dislodged proximally and occluded both coronary arteries. The patient was placed on cardiopulmonary bypass (cpb). After multiple attempts to snare the valve, it was pulled above the sinotubular junction. Subsequently, a second valve was successfully implanted. A left groin vessel was repaired. During attempts to wean the patient from cpb, the patient was unable to maintain heart rate and blood pressure. When cpb was withdrawn, the patient died.